Event description:
It was reported that due to the unstable body temperature of the premature baby, the incubator was used to ensure the stability of the baby's body temperature. When using the incubator, the humidifier did not heat up, tripped and cut off the power, which could not provide a constant temperature and humidity environment for the baby, resulting in hypothermia and tunneling immediately replace with another incubator for warmth. Additional information was provided clarifying that the device failed to turn on as intended when the baby was lying in the incubator. The baby was immediately put into another incubator. No other medical intervention or measures were taken. It was also stated that the site does not usually perform the required operational checkout procedure prior to use. Additionally, the incubator was not prewarmed prior to placing the baby in the unit. The site uses sterile water in the device for the humidity. As the site is using sterile water instead of the recommended distilled water for the humidity, this results in earlier failures of the humidity system.

Manufacturer narrative:
The site suspected a short circuit of the humidifier was the cause of the failure to power up (which can result from the corrosion from the sterile water being used). A draeger technician provided a quote. To date the customer has not accepted the quote. Root cause was identified as user error where the user is not performing the required operational checkout procedure or the required prewarm of the device and not using distilled water for the humidifier. The isolette 8000 incubator instructions for use provides the following. Warning - risk of death or serious injury. Do not use the incubator if it fails to function as described in the operational checkout procedure. Warning - risk of death or serious injury. Before placing the infant in the incubator, prewarm the incubator to the temperature prescribed by the attending physician, or according to nursing protocol. Caution - risk of injury or equipment damage. Use distilled water only (<10 ppm total dissolved solids). Sterile water is not an acceptable substitute for distilled water. The maintenance schedule includes replacement of the humidity reservoir assembly every 2 years.